Event description:
Customer reported that the insulin pump became cracked. The blood glucose reading was 208 mg/dl. Customer reported that the physical damage occurred due to bumping the insulin pump frequently and that she found the battery cap had been overtightened. Customer also reported a hospitalization 9 months prior. She only recalled that she was dehydrated and in a lot of pain and did not think that the insulin pump was the cause of the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.